Event description:
It was reported that an overdischarge (od) was suspected. There were telemetry issues in which the patient was unable to get telemetry. Antenna locate was suggested, which resulted in a power on reset (por) on the recharger, which then lead to the normal recharge screen. The patient had difficulty recharging and had not charged for 4-5 weeks. The patient was instructed to charge for at least 30 minutes. It was further clarified that the patient had trouble charging as a warning por disrupted her charging. The patient met with a company representative. During this meeting, the patient attempted charging, but a por message interrupted her charging within 15 minutes. Bypassing the por was reviewed. The company representative was advised to interrogate with a clinician programmer to clear the por. It was stated that the issues started 6 weeks prior after a fall. The patient also fell around 2014 (B)(6). Both falls were stated to be significant. The patient landed on her stimulator with the first fall, and this is when she started getting the por messages. It was further reported that the recharger was not charging. The recharger would die while it was plugged into the wall. The patient would charge, then the screen would click off/shut off. The audio button was pushed to bypass the por message. It was again reviewed that a clinician programmer was needed to clear the por. Additional information was requested, if received a follow up report will be sent.

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 37752, serial# (B)(4); product type recharger. (B)(4).

Event description:
It was further stated that the por code was 0x8. The por was cleared. The new recharger was working well and no further action was needed as the patient was receiving stimulation where she needed it.

Event description:
It was further stated that the patient did not show up for her appointments on 2014 (B)(6) and 2014 (B)(6). The clinic rescheduled the patient for 2014 (B)(6). Additional information was requested about this appointment, if received, a follow up report will be sent.